Event description:
The pt reportedly experienced a skin flap infection that stated as reddening around the sutures at the implant site. The site was treated with novaclox ingym and gentamycin ingym on (B)(6), 2012. On (B)(6), 2012, treatment included colistin and cefaperazone sulbactum antibiotics. On (B)(6), 2012, a surgical procedure was performed to debride and clean the implant site and re-position the implant. The pt is being monitored.